Manufacturer narrative:
(B)(4). G2: foreign- belgium. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see the associated reports: 0001825034-2023-00979.

Event description:
It was reported that the patient underwent a comprehensive reverse shoulder prosthesis on an unknown date. Subsequently, was revised due to subluxation of the prosthesis. No additional patient consequences were reported. No further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Proposed annex g code: mechanical (g04) - head. Visual examination of the provided x-rays identified a humeral tray that was out of alignment with the glenosphere. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: widening of the glenohumeral joint space with minimal proximal subluxation of the humeral tree with respect of the glenosphere. Lobulated radiodense joint bodies proximal to the humeral tray. Chronic-appearing radiodense joint body inferior to the glenoid. Hardware and bones appear intact without periprosthetic lucencies. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. The reported event is confirmed through the provided x-rays. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.